Event description:
On (B)(6) 2010, the patient began treatment with dianeal pd2 ultrabag therapy intraperitoneally (ip) for peritoneal dialysis (pd). On (B)(6) 2010, the patient experienced peritonitis which did not require hospitalization. On (B)(6) 2010, the patient began remedial therapy with vancomycin (1gm, loading dose, ip) and tazira (2.25gm, twice daily, IV). The cause of the peritonitis was unknown. Dianeal pd2 ultrabag therapy was ongoing. At the time of this report, the event of peritonitis was resolving and remedial therapy with tazira was ongoing. The nurse did not report whether the event of peritonitis was related to dianeal pd2 ultrabag therapy.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. A batch review will not be performed as the lot number is unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510(k) number will not be provided in the emdr as the product code and lot number are unknown. Baxter has received similar reports for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.